Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported that 25 helical blades did not pass functional testing. It was reported all 25 helical blades met resistance with guide wire. There was no operative or patient involvement. This complaint is for one, 11.0mm ti helical blade 85mm-sterile. This report is 7 of 25 for complaint (B)(4).